Event description:
The customer reported obtaining imprecise sequential readings of 380mg/dl, 180mg/dl, 300mg/dl and 110mg/dl within a ten minute timeframe. When plotting each reading against the average on a parkes error grid, one of the results fell in the 'c' zone showing the difference to be clinically significant.